Event description:
Guidant manufacture recall for ICD model 1861 implanted in 2001. Pt pacer dependent. Explant of device 1861 performed in accordance to quidants MFR's recommendations for pacer dependent pt. Device interrogated in procedure room prior to explant; device fully functioning.